Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for complex regional pain syndrome type I and spinal pain. The rep reported that there was an informational power on reset (por). The therapy had stopped. The rep noted that the patient was traveling and she didn¿t have the patient programmer (pp) to clear the informational por. The rep didn¿t have access to the patient. No further complications were reported.